Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that screw was missing that holds the plates on. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Review of the most recent repair record determined the unit was confirmed to have missing screws. The width plate screw was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.